Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd has not been provided with photos or samples for catalog 304432 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issues and determine definitive root causes as it relates the needle manufacturing process. In response to the information "when the liquid was pushed out it spilled over dispensing cabinet," bd understands a leakage issue took place. In addition, the information "the needle used to draw up liquid but only air was drawn up. On closer inspection the needle was bent and coming away from the hub," bd understands the needle was not bent before use. Bd cannot exclude that the handling of the product could have some implication in the reported situation due to some inappropriate use by the end user. Bd suggests to re-train end users and make sure they are injecting needles in correct areas and using 90º angle of penetration or evaluate any change in the rubber of vial performed by supplier. No corrective actions are required at this time. Investigation conclusion: since bd was unable to duplicate your indicated failure mode since no sample nor picture has been provided, a definitive root cause related needle manufacturing process is not possible to determine. Considering the information provided: ¿when the liquid was pushed out it spilled over dispensing cabinet¿ bd understands a leakage issue took place. Bd is certain that the probability of having some damaged needle causing leaks in our product is very low based on the preventive measures and our stringent inspection sampling. Regarding needle bent: taking into account "the needle used to draw up liquid but only air was drawn up. On closer inspection the needle was bent and coming away from the hub.", bd understands a needle was not bent before use. Therefore, bd cannot exclude that the handling of the product could have some implication in the reported situation due to some inappropriate use by the end user. In accordance, bd suggests to re-train end users and make sure they are injecting needles in correct areas and using 90º angle of penetration or evaluated any change in the rubber of vial had been performed by supplier. Moreover, bd would like to inform you that the cannula used to manufacture microlance needles complies with the requirements of the standard iso 9626, ¿stainless steel needle tubing for the manufacture of medical devices¿. During the manufacturing process, cannula is tested against both rigidity (deflection test) and fatigue resistance (broken test). Root cause description: not possible to determine without sample.

Event description:
It was reported that leakage occurred during use with a bd microlance¿ 3 needles. The following information was provided by the initial reporter, "we¿ve had a complaint from a customer due to needles breaking away from the hub in use. As the liquid was radioactive the affected items are not available for inspection and no photographs were taken as they were disposed of immediately due to the nature of liquids concerned. The customer reported that in one case the needle used to dispense radioactive liquid into a vial; when the liquid was pushed out it spilled over dispensing cabinet. In the second case the needle used to draw up liquid but only air was drawn up. On closer inspection the needle was bent and coming away from the hub. Both cases raised the potential for delays to appointments due to the additional time required to clean the cabinets and prepare another dispensing cabinet."